Manufacturer narrative:
(B)(4): the customer reported a failure to discharge of their defibrillator. There was no report of patient involvement or negative patient impact.

Event description:
The customer reported a failure to discharge of their defibrillator. There was no report of patient involvement or negative patient impact.